Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella device used. The patient's hospitalization was prolonged as a result.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was submitted. The device was not returned for investigation. Data logs does not report any trend related to motor current spikes or placement signals, during case run. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ to conform with updated procedures, sections d6 and h10 have been revised with updated information.